Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2022, the patient experienced a skin reaction that consisted of inflammation and an infection at the sensor wire puncture site. The sensor was inserted at the time of an outdoor holiday and the father believed the infection was due to a poor cleaning procedure at time of insertion, and not the sensor itself. At the end of august, the patient¿s mother (a physician), prescribed an unspecified oral antibiotic for seven days as a precaution. After the event the child felt well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).